Event description:
The customer reported that the laser fiber perforated the sheath and fractured, with portion of sheath remaining in patient. Subsequent ultrasound confirmed location of fragment in iliac vein but surgeon was unsuccessful in his attempt to retrieve it. Fragment is currently located in the ascending lumber vein. Patient had one week follow up, evlt ultrasound and is doing fine.

Manufacturer narrative:
Customer is not returning device, so we are unable to carry out a physical examination of the device at this time. We have requested that the customer keeps us informed of any future developments and also the outcome of the one month follow up appointment. Any further information will be submitted as it becomes available.